Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high capture thresholds. This resulted in loss of capture and asystole that was greater than 2 seconds long; it was noted that the patient did develop an underlying rhythm of 30bpm. A lead revision procedure was performed and this rv lead was capped, and a new rv lead was implanted. No adverse patient effects have been reported related to the above events.